Event description:
It was reported that during the implant procedure, the physician was unable to torque the setscrew of the cardiac resynchronization therapy defibrillator (crt-d) and unable to engage the setscrew with the torque wrench. It was noted there was difficulty with engaging the setscrew and it would not tighten. The crt-d was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.